Event description:
It was reported that the patient's right hip was revised due to dislocation of a competitor head from a stryker liner. A 0° 40 f liner was revised to another 0° 40f liner. Rep reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding dislocation involving stryker liner was reported. Conclusion: it was reported that patient right hip was revised due to dislocation. It was reported that a competitor head was used with a stryker component. Based on the provided information it has been determined that this event is associated with an off-label application. As per IFU only stryker products are compatible with stryker components, using styker components with competitor's is considered as off label use of products. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dislocation of a competitor head from a stryker liner. A 0° 40 f liner was revised to another 0° 40f liner. Rep reported that no further information will be released by the hospital or surgeon.